Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Tka. Event description: right angle saw attachment unable to hold saw during cutting. Failed to secure completely. Surgical delay 1 min.

Manufacturer narrative:
Reported event: tka. Event description: right angle saw attachment unable to hold saw during cutting. Failed to secure completely. Surgical delay 1 min. Functional inspection: functional inspection could not be performed because the product was not returned. Visual inspection: visual inspection could not be performed because the product was not returned. Dimensional inspection: dimensional inspection could not be performed because the product was not returned. Material analysis: material analysis could not be performed because the product was not returned. Product history review: product history review respectively shows the number of devices manufactured, devices that failed inspection, and their nc/npr/qt numbers if applicable. Date inspected: 06-13-2016. Devices manufactured: 22. Devices failed inspection: 6. Nc/npr/qt numbers: qt16-07-0072. Product history review shows the non-conformance(s) is/are not related to the failure alleged in this complaint. Complaint history review: a review of complaints related to p/n: 212480, lot number: 35010716 shows 2 additional complaint(s) related to the failure in this investigation. Complaint # (B)(4). Complaints related to p/n: 212480 will be tracked by trend request# (B)(4). Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text : device not returned.

Event description:
Tka. Event description: right angle saw attachment unable to hold saw during cutting. Failed to secure completely. Surgical delay 1 min.

Event description:
Event description: right angle saw attachment unable to hold saw during cutting. Failed to secure completely. Surgical delay 1 min.

Manufacturer narrative:
Follow-up #2 and final report submitted to update.